Event description:
Information was received from the physician that patient's seizures were below baseline and not related to vns. The patient had a change in his routine and stress, possibly causing an increase in seizures. No additional relevant information has been received to date.

Event description:
It was reported by a patient's mother that the patient is hospitalized due to an increase in seizures. The patient began having a significant increase in (B)(6) 2019 and was admitted to the hospital. The mother was not sure that the vns had ever been effective for the patient but continued treatment. It was stated the device was checked and the battery was fine and the device was working properly. No additional relevant information has been received to date.